Manufacturer narrative:
Event was reported to have occurred "at present." The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. The patient was hospitalized for treatment of the event. Treatment detail was not specified. At the time of this report, the patient has not recovered from the event. Dianeal therapies were ongoing. No additional information could be provided because the reporter declined follow up.